Event description:
It was reported that an asymptomatic patient presented in the clinic for routine follow up. Upon interrogation, the atrial lead exhibited noise resulting in multiple auto mode switch episodes. The noise could not be reproduced in the clinic by isometric movements. No intervention was performed and the patient will continue to be monitored.